Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an episiotomy procedure on an unknown date and suture was used. The patient presented in an emergency situation after delivery on (B)(6) 2016 with shortness of breath, difficulty breathing, and edema at suture site. The patient has a history of suture reaction with inability to determine which sutures were used in the past. The doctor removed sutures and replaced with another unidentified option. No further information is available.